Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter shaft broke while delivering and was able to remove in two pieces without snaring. The procedure was completed with an alternative device. No patient complications reported.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter shaft broke while delivering and was able to remove in two pieces without snaring. The procedure was completed with an alternative device. No patient complications reported. It was further reported that the device broke along proximal end of the shaft close to the hub outside of the body while trying to cross the lesion and the fractured pieces did not enter the patient's body. After fracturing, the shaft was removed in one piece. The other piece was outside of the body, so technically not removed.